Event description:
It was reported that the device had reached elective replacement indicator (eri) in 2.5 years. It was noted the device was explanted and replaced due to rapidly increasing battery impedance. It was also reported there was lead warnings with no explanations for what caused the lead warnings. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Open circuit/high impedance pacing on ventricular channel, lead warning with switch to unipolar on 2013-dec-09, significant open circuit pacing after polarity switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 407652 lead, implanted: unknown. (B)(4).